Manufacturer narrative:
The reported event incorrectly stated that the physician was unable to connect the atrial lead. It should be revised to indicate that the physician was unable to connect the ventricular lead, and this event was confirmed. Analysis revealed that the user/physician had stripped the ventricular setscrew while untightening it. The setscrew was still not completely screwed out from the connector port due to the stripped setscrew being hard to engage. As a result, when the physician attempted to insert the new lead into the connector, the partially retracted setscrew obstructed the lead insertion and connection. This problem is user related.

Event description:
During extraction of mdt leads, the physician was unable to connect the atrial lead into the pacemaker header. The pacemaker was explanted and replaced. The new pacemaker was able to connect atrial and ventricular lead. The patient was in the stable condition throughout the procedure.